Event description:
The customer reported a malfunction found during pre-use check out which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The customer was provided with remote support from a ge healthcare service representative. The customer was provided with the recommendation to clean the bag-to-vent (btv) switch. The customer followed ge healthcare's recommendation after which the customer reported the issue was corrected. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).